Event description:
An optometrist reported that three days following lasik surgery, the patient presented with foggy vision in the right eye. The topical steroid drops were increased to treat the event. The event resolved with the treatment, approximately five months later. Per the optometrist, the event was not disabling, and did not interfere with the patient's daily activities. No further information is expected.

Manufacturer narrative:
Additional information was provided. Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: sample is not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. The root cause is inconclusive. (B)(4).